Event description:
The hcp reported that the patient developed fever, redness, swelling and pain at the device pocket site. Cultures were positive for multiresistant staphylococcus aureus infection. The patient was treated with IV antibiotics and the device system explanted.

Manufacturer narrative:
Product analysis #(B)(4):[primary] y [finding type] ipg/receiver findings [finding] zi01 [finding description] ipg is functionally ok [result] [primary] n [finding type] ipg/receiver findings [finding] bm [finding description] foreign material in connector port(s) [result] [primary] n [finding type] ipg/receiver findings [finding] pa [finding description] insulation coating scratched [result] [primary] n [finding type] ipg/receiver findings [finding] pb [finding description] titanium can scratched [result] [primary] n [finding type] stim analysis performed [finding] aa [finding description] visual exam [result] [primary] n [finding type] stim analysis performed [finding] as [finding description] system test [result] concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: lead. Correction: corrected manufacturing ID from manufacturing report #3007566237-2014-01914. (B)(4). Analysis determined the implantable neurostimulator (ins) was functioning per specification. Ins setscrews were tight to the lead connector pins. Ins can/insulation coating was scratched and foreign material in the connector plug. Leads were cut through and ins output was tested at the cut ends of the leads. Good, stable output was observed on each electrode pair. All conductors/wires are cut on the lead; however, electrical testing determined that continuity was complete and no electrical shorts were identified between the circuits.

Event description:
See manufacturing report #3007566237-2014-01914. Any additional information received will be updated in this report. It was previously reported that patient was hospitalized (B)(6) 2005. It was noted that the patient developed fever, abdominal pain, and purulent drainage at surgical pocket. The patient as reportedly treated with intravenous (IV) antibiotics with vancomycin. There was an 'explant' of the neurostimulator device. It was stated that the patient outcome was discharged from hospital with home infusion of IV. It was stated that there was a (B)(6) infection. It was later reported that the impedance measurement had '???.' Additional information received reported that the primary location of the infection was the device pocket. The patient outcome was 'ongoing.'